Manufacturer narrative:
Common device name: defibrillator, automatic implantable cardioverter, with cardiac resynchronization (crt-d). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection. The crt-d was explanted and then was used as an external temporary pacemaker. Moreover, the device was explanted. The field representative assumes that the patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The crt-d is no longer in service.

Manufacturer narrative:
Common device name: defibrillator, automatic implantable cardioverter, with cardiac resynchronization (crt-d). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed as updates from product investigation was received. Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection. The crt-d was explanted and then was used as an external temporary pacemaker. Moreover, the device was explanted. The field representative assumes that the patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The crt-d is no longer in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Common device name defibrillator, automatic implantable cardioverter, with cardiac resynchronization (crt-d) this supplemental correction is being filed to correct the device code and device code description.

Event description:
This supplemental report is being filed as updates from product investigation was received. Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection. The crt-d was explanted and then was used as an external temporary pacemaker. Moreover, the device was explanted. The field representative assumes that the patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The crt-d is no longer in service.